Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked on (oral b brush head) [choking sensation]. Bit that spins had come off in mouth - oral-b brush head [device breakage]. Case description: consumer via chat stated that they nearly choked on one of their oral-b toothbrush heads after the bit that spins came off in their mouth this morning. No serious injury was reported.